Manufacturer narrative:
Additional information received confirmed that the device was not explanted as there was an improvement in the patient's blood test results. As per the physician, the cause of the infection was not confirmed but it may have been related to the patient's gastric cancer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff and non-mdt bifurcated stent graft were implanted in a patient for the endovascular treatment of a 67mm abdominal aortic aneurysm. It was reported that approximately 3 weeks post implant, stent graft infection was observed. The device was partially explanted. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.